Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "broken gauge" was confirmed. During service, the device was found to have a cracked gauge. If add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from (B)(6) stating that the device had a broken gauge. The device was being used during surgery, but there were no pt or user injuries. It is unk if any medical intervention or a delay in surgery occurred. There was no add'l info provided.